Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient heard tones from this device. A patient initiated interrogation was attempted; however, yellow collecting waves were noted on the communicator due to a connection issue and the device could not be identified. A boston scientific field representative was contacted for system evaluation. The representative confirmed audible tones. Several efforts were made to interrogate the device without success. Additionally, a magnet reset could not be completed. The device was explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. Additionally, the rf wakeup pulse check confirmed the device had no wakeup pulse. The cause of the behavior was isolated to the telemetry integrated circuit. However, the exact cause could not be determined because the components within the circuit could not be accessed for further analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient heard tones from this device. A patient initiated interrogation was attempted; however, yellow collecting waves were noted on the communicator due to a connection issue and the device could not be identified. A boston scientific field representative was contacted for system evaluation. The representative confirmed audible tones. Several efforts were made to interrogate the device without success. Additionally, a magnet reset could not be completed. The device was explanted and returned for evaluation. No additional adverse patient effects were reported.